Event description:
Pt being transferred by medical personnel from labor line and delivery room. Magnesium sulfate infusing via IV pump. IV tubing and cassette removed from pump in transfer. Upon arrival delivery room, clamp noted to be in open position. Pt was also being monitored via fetal monitor.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: design - inadequate. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.